Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system the patient could not be induced for defibrillation threshold (dft) test. It was noted that the patient was large and due to electrode length, the physician needed to place the electrode more to the right to accommodate the large heart. The patient was brought back the day after, and attempted to induce but could not, an x ray was performed and according to the physician the electrode was too low and scheduled a revision. The patient was brought back to the procedure room to revise the electrode, after the repositioning it was able to easily induce however the shock failed to convert. The physician decided to explant the sicd system, give the patient a life vest and schedule for an implant of a transvenous device. No additional adverse patient effects were reported.

Event description:
It was reported that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) system the patient could not be induced for defibrillation threshold (dft) test. It was noted that the patient was large and due to electrode length, the physician needed to place the electrode more to the right to accommodate the large heart. The patient was brought back the day after, and attempted to induce but could not, an x ray was performed and according to the physician the electrode was too low and scheduled a revision. The patient was brought back to the procedure room to revise the electrode, after the repositioning it was able to easily induce however the shock failed to convert. The physician decided to explant the sicd system, give the patient a life vest and schedule for an implant of a transvenous device. No additional adverse patient effects were reported.